Event description:
It was reported that the pump touch screen was unresponsive and was lifting. It was also reported that the pump time was incorrect, cause was unknown. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.